Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The customer tested with another reagent lot and the calibration passed. The customer also noted that the controls and patient values were okay. No impact to patient management was reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.